Event description:
Healthcare professional confirmed right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., g.3., h.3., h.6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold, white particles on the shell, a linear opening, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified a striated opening on the radius. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated opening on radius assessed as surgical damage consistent in the use of some surgical tools. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Patient representative reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported a right side deflation. Device remains implanted.

Event description:
Patient representative reported a right side deflation. Device remains implanted.